Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2020, the patient presented from home for repeat pump pocket exploration given increased drainage from abdominal incision. Patient was discharged home on (B)(6) 2020 with six weeks of intravenous (IV) ampicillin with peripherally inserted central catheter (PICC) line with plans to switch to oral amoxicillin following IV ampicillin which was scheduled to finish on (B)(6) 2020 with wound vacuum changes and international normalized ratio (inr) draws per home health nursing.

Manufacturer narrative:
DHR review: the relevant sections of the device history records for (B)(6), including the sterilization and packaging documentation, were reviewed and showed no deviations from manufacturing or quality assurance specifications. Manufactures investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.